Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of occlusion, turned white, bruising, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: the product must not be injected into blood vessels. Introduction of juvéderm volbella® xc injectable gel into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly, and apply the least amount of pressure necessary. Rare, but serious, adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care professional specialist should an intravascular injection occur (see health care professional instructions #12). Adverse events: most subjects reported an isr after treatment, with the most common being swelling, tenderness, and firmness. The majority of isrs were mild to moderate in severity and resolved within 14 days. Treatment-related aes occurring in = 5% of subjects included chapped lips and injection site bruising, edema, induration, and pain. Treatment-related aes after repeat treatment occurred with lower incidence rates, severity, and duration compared to initial/touch-up treatment. Health care professional instructions: if immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection. Patients may have mild to moderate injection site responses after treatment in the lips and perioral area, which typically resolve within 14 days. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain.

Event description:
Healthcare professional reported patient was injected with two syringes of juvéderm volbella® xc in the lips. The patient received a full syringe on the top lip, and while injecting in the bottom lip with the second syringe, the patient experienced an occlusion and the areas "turned white." The patient was then treated with 300 units of hylanex. Two hours later, the patient was treated with another 150 units of hylanex. One-and-a-half hours later, the patient received a third treatment of hylanex (150 units). The patient was also provided a medrol dose pack, bactrim (double strength), aspirin, acyclovir, and hot packs. The following morning, the patient received an additional 150 units of hylanex. The injector wanted to give more, but the patient was non-compliant and refused additional hylanex. The patient currently has a lot of bruising, moderate swelling, but no pain. The patient does have larger lips. The injector does not know "if the needle got misguided," or if the "artery was pressed up against pre-existing scar tissue." The injector confirmed they aspirated and there was no blood return. Symptoms are ongoing.